Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported pt expiration which occurred (B)(6) 2013. An autopsy was performed and vad was removed. Hospital staff did notice the inflow cannula was close to heart wall and a thrombus was noted. They are sending vad back for analysis.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report #'s (B)(4) were received from the intermacs registry.